Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached surecuff was confirmed; however, the cause was undetermined. The product returned for evaluation was one photograph depicting a surecuff. Blood residue appeared abundant throughout the cuff. The surecuff was completely detached from a catheter and no catheter was evident in the image. The image was insufficient to identify any damage or potential manufacturing defects. The received image was sufficient to confirm that the cuff was no longer attached to the catheter; however, the image was insufficient to identify the root cause for the separation. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyl1992 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
It was reported that the line had allegedly fallen out of the patient.